Event description:
It was reported that: the user reported while the device was ventilating a pt, the main display was noted to freeze and did not respond to touch. The user reported that the device shut down and stopped ventilating the pt. The pt was manually ventilated with an alternate device and then transferred to another ventilator. No pt injury reported.